Manufacturer narrative:
(B)(4)

Event description:
It was reported that the during an unrelated device change out procedure, the right atrial and the left ventricular lead were discovered to be damaged. The physician elected to explant and replace both leads. The procedure was completed successfully and the patient was noted to be doing fine post surgery.